Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event as the product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. H3 other text: device remains implanted in patient.

Event description:
It was reported that 41 months post procedure, imaging done on the patient showed evidence of stenosis due to mild intimal hyperplasia in the supraclinoid portion of the left internal carotid artery. In the physician¿s opinion, the event was related to the implanted subject stent. No evidence of occlusion was present. There were no reported adverse event or neurological deficits due to the event. No treatment was required. No other information is available.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that 41 months post procedure, imaging done on the patient showed evidence of stenosis due to mild intimal hyperplasia in the supraclinoid portion of the left internal carotid artery. In the physicians opinion, the event was related to the implanted subject stent. No evidence of occlusion was present. There were no reported adverse event or neurological deficits due to the event. No treatment was required. No other information is available.